Event description:
This lead was implanted and the pocket was closed, however prior to leave the operating room, the physician noted that server tricuspid regurgitation had dislodged this lead which led to loss of capture. The physician reopened the pocket and replaced this lead with an ICD lead. Should additional information becomes available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation most likely during surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.